Manufacturer narrative:
Initial.

Event description:
It was reported that the user entered a dexcom g7 continuous glucose monitor (cgm) sensor code into the ilet and did not receive glucose readings, continued in manual mode, and then insulin dosing stopped; the issue was consistent with intermittent communication failure between the ilet and the cgm, with pairing failing and the responsible device not identified, and potentially involved the antenna/electrical communication component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between connected devices consistent with intermittent communication failure, with probable involvement of the antenna/electrical communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.